Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the guidewire was stuck in the left ventricular lead. The lead and guidewire were removed and the lead as attempted to be re-implanted, however the stylet became stuck in the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The analyst noted that only a stylet was returned, and it was kinked. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.